Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Device image analysis noted elevated battery current. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented with premature battery depletion noted on the device and insulation damage noted on the right atrial and ventricular leads. The insulation damage was noted during the revision process upon opening the device pocket. The patient presented with symptoms of arrythmia, fatigue, discomfort and shortness of breath. The leads were capped and the device was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the device and insulation damage noted on the right atrial and ventricular leads. The insulation damage was noted during the revision process upon opening the device pocket. Premature battery depletion was alleged on the device and the device was unable to be interrogated. The patient presented with symptoms of arrythmia, fatigue, discomfort and shortness of breath. The leads were capped and the device was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.